Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks while driving. Noise and increased pacing lead impedance were observed. Lead fracture was noted. The lead was capped and replaced.